Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 57 mm in diameter abdominal aortic aneurysm. It was reported that during follow up, eight years and four months post index procedure, the patient¿s proximal aortic neck had dilated to between 34 mm and 38 mm in diameter. The talent stent graft was observed to have migrated into the abdominal aortic aneurysm sac and a there was a proximal type I endoleak. The abdominal aortic aneurysm sac had expanded to 7 cm in diameter. The physician elected to implant a 36 mm stent graft that was placed at the level of the renal arteries, bridged distally to the existing talent stent graft, and implanted heli-fx endoanchors. The event was resolved. Per the physician, the cause of the event was due to the patient anatomy of aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.